Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Through the manufacturer's periodic programming history review, high impedance was observed on system diagnostics performed on (B)(6) 2012.